Event description:
Patient with a history of refractory angina who underwent spinal cord stimulator placement in 2005, with good results. In the past couple of weeks, his battery was found to have failed. He is now here for battery change.